Event description:
Patient developed an unstageable pressure ulcer on his left lateral ankle from the sequential circulation device tube. The tube where the sleeve and tube from machine meet is metal, causing pressure. Gel pads were on.what was the original intended procedure?pt had therapeutic fiberoptic bronchoscopy.